Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis (pd). It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was reported to be due to a disconnection between the titanium adapter and the transfer set. The transfer set was replaced at the patient's clinic. The patient experienced cloudy effluent as a result of the peritonitis and was treated with unspecified antibiotics. On an unreported date, the patient's pd catheter was removed. The patient was temporarily placed on hemodialysis until a new catheter was placed. It was unknown if the patient recovered from the peritonitis. At the time of this report, pd therapy had resumed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.